Manufacturer narrative:
No product has been returned for evaluation. A review of x-ray images provided confirm the reported event of broken rods. Labeling review: potential adverse events and complications "...potential risks identified with the use of this system, which may require additional surgery, include: bending, fracture or loosening of implant component(s)...". Post-operative warnings: "...during the postoperative phase it is of particular importance that the physician keeps the patient well informed of all procedures and treatments. Damage to the weight-bearing structures can give rise to loosening of the components, dislocation and migration as well as to other complications...".

Event description:
On (B)(6) 2018, patient underwent a spinal fusion procedure at t8 to pelvis levels. A revision procedure was performed on (B)(6) 2018 due to broken rods. No patient injury has been reported.